Manufacturer narrative:
Physio-control further reviewed the device evaluation and determined the power pcb assembly was the root cause of the reported issue. Further root cause could not be determined.

Event description:
The customer contacted physio- control to report that their device failed to power up on ac power. Upon physio evaluation it was found that dc power was also intermittent. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio- control to report that their device failed to power up on ac power. Upon physio evaluation it was found that dc power was also intermittent. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.